Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2022 for measuring >3,000 ohms. Measurement consistent with historical values. Rv defib impedance last measured >200 ohms. Measurement consistent with historical values. Date of implant (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).